Event description:
Nursing home patient found by ems in full arrest in asystole. Lp10 used with combo pads. Staff was unable to get pacer to function. Unclear as to what lead select was used during pacing event. If on paddle, select pacer will not function normally. Monitor works appropriately after event, unclear as to user error or equipment error. Preventive maintenance done by medtronic staff on 07-2005.